Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during investigation, the pump powered on with a dim, discolored display. Evaluation also revealed a crack in the battery compartment.

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with discolored text. Evaluation also revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jan-2018.